Event description:
It was reported that the right ventricular (rv) lead was observed with an episode of post ventricular sensed t-wave oversensing (twos) in a non-sustained tachycardia episode. Sensitivity was previously reprogrammed for twos. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead, implanted (B)(6) 2007. (B)(4).